Event description:
It was reported to tyco healthcare/kendall that they defibrillated pt 8 times, 3 shocks per defibrillation. It was reported that the first pad delivered 3 shocks, and then did not deliver the shock again. Pad was replaced and subsequent defibrillations were successful. The pt expired.

Manufacturer narrative:
An investigation is currently underway. Upon completion, results will be forwarded.